Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. On 04/03/2026, the patient stated that her sensor was providing inaccurate and inconsistent cgm readings, compared to fingerstick values, which led to improper insulin dosage. When the fingerstick was taken, the cgm reading was 180 mg/dl, while the blood glucose reading was 164 mg/dl. The patient was afraid that she was going to experience hypoglycemia, so she self-treated with juice and candy. The patient experienced vomiting and went to the hospital. No further information was reported regarding the event, as the patient suddenly asked for a call back. At the time of the report the patient´s current condition was unknown. Although attempts to follow up with the patient for additional event details were made, contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.